Event description:
It was reported that the rn programmed vancomycin 750mg to infuse over 1 hour as secondary infusion through IV infusion pump. Upon checking the medication, the bag was two thirds empty in 20 minutes. The IV pump was paused but the medication continued to drip. Primary tubing was clamped close but the medication continued to drip and it only stopped dripping once the secondary line was clamped. It was confirmed through non-bd testing that the event is caused by backflow check valve failure. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report of a back check valve failure was confirmed. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Testing of the used returned part indicated a failed result per supplier. Disassembly of the check valve part discovered a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. The cause of the check valve failure was a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause for the presence of the pvc particle was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the rn programmed vancomycin 750mg to infuse over 1 hour as secondary infusion through IV pump. Upon checking the medication, the bag was two thirds empty in 20 minutes. The IV pump was paused but the medication continued to drip. Primary tubing was clamped close but the medication continued to drip and it only stopped dripping once the secondary line was clamped. It was confirmed through non-bd testing that the event is caused by backflow check valve failure. There was no patient injury.